Manufacturer narrative:
This product is not marketed in the us. (B)(6). Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -8.00/1.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2018. On (B)(6) 2018 the lens exchanged and the problem was resolved.

Manufacturer narrative:
Device evaluation: device was returned dry in a micro-centrifuge vial. Visual inspection found no visible damage to the lens with foreign material (residue) on the lens surface. (B)(4).

Manufacturer narrative:
Corrected data: initial MDR states that lens was implanted on "(B)(6) 2018". Correct implant date is (B)(6) 2017. (B)(4).